Event description:
It was reported that the customer was going to give a bolus and noticed that the pump was off. Customer put in a new battery, but the pump would still not come on. Customer's blood glucose level was 477 mg/dl. Troubleshooting was performed and the display did return. Customer was advised to remove the battery for 10 minutes. Customer inserted a new aaa alkaline battery and the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's parent called later and stated that customer's pump broke on sunday and he is back on shots until tuesday night. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Original battery cap was not received with the insulin pump. No unexpected blank display noted. The insulin pump passed functional testing. The operating currents were in spec. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.